Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a service check the programmer stylus and cursor were found to be misaligned and were unable to be calibrated. The programmer was returned for service. There was no patient involvement.